Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was arranged to be sent to the customer. Multiple contact attempts were made by tandem technical support to obtain alternate method of insulin therapy however, the customer did not respond.